Event description:
Consumer called stating that the camber tube connecting slots on the crf manual wheelchair allegedly broke. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model crf, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1134872 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer stated that the frame had been replaced due to the camber tube that connects to the slots had broken. That frame was allegedly made wrong and invacare sent another frame, then the original footrest would not fit. Replacement footrest was sent but was too big. Invacare is building a new chair for the consumer. The malfunction has not been confirmed.